Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip.

Event description:
It was reported the customer had a keypad anomaly. Customer stated they would have to push around the edges of their buttons for the buttons to respond. The customer stated they issue occurred right after receiving their insulin pump. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. Customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.